Event description:
The user facility reported that their hexavue integration system was "losing function" during a patient procedure. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the usb-x inside the hexavue system did not properly reboot resulting in the reported event. To resolve the issue, the technician rebooted the usb-x. The technician tested the unit, confirmed it to be operating according to specification, and returned the unit to service. No additional issues have been reported.